Manufacturer narrative:
Submit date: 12/04/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that there was an issue with the enteral feeding pump. Upon triage on (B)(6) 2017, service found there was no sound to the buzzer when troubleshooting.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit did not have an audible tone. The unit was triaged and the reported condition was confirmed. A component of the buzzer circuit was found dislodged. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.